Manufacturer narrative:
As stated in the literature, ¿a number of risk factors for rupture have been identified; the most common cause is surgical instrument damage.¿ (handel, garcía and winxtrom, 2013. Breast implant rupture: causes, incidence, clinical impact, and management. Plast. Reconstr. Surg. 132: 1128.) Adittionally, rupture is a common and known reason for complaints, and it is clearly characterized in the product dfu included with the implant, as stated above. Additionally, no cases of rupture because of product failure have been reported to establishment labs ever. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: deflation: patients should be advised that tissue expanders may deate and require replacement surgery. Tissue expander deation occurs when saline solution leaks through a break or damaged shell or injection port. Rupture/deflation can occur at any time after implantation, but the likelihood increases, the more prolonged the breast tissue expander is in place. Deflation occurs immediately or progressively and it is noted by loss of size/shape of the device. Establishment labs requested the motiva flora ® te in order to test the unit to determine the most assignable cause including but not limited to: revision and characterization of the failure, testing according to approved standards, etc.). In addition, a review of the device history record was conducted, and it was concluded that there were no deviations in the manufacturing process of this device that would have caused or contibuted to this incident. When the investigation process is completed the applicable findings will be included in a supplemental medwatch. At establishment labs, we are committed to patient safety and continually evaluate the performance of our devices through post-market surveillance of reported complaints & adverse events.

Event description:
It was reported that spontaneous expander deflation occurred. Following explantation, an attempt was made to locate the hole by inflating the expander with air; however, no defect was identified. Right side.